Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. No slow rewinding motor noted. Unit had cracked case at display window corner, minor scratched display window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error alarm. Customer stated once the motor error alarm is received, he had to rewind and prime. It seems like when it's rewinding the motor is slow. Customer's blood glucose was 116mg/dl at night and woke up in the morning at 335mg/dl. He was putting more insulin than normal, more than his settings but his readings kept going up. Customer stated he was high due to motor error. Stated the only way to get insulin in insulin pump is by priming it after getting the motor error. The blood glucose reading was 116mg/dl. Nothing further reported.